Manufacturer narrative:
Upon receipt of additional information, it has been determined that this event is not reportable. The patient is having no issue with the implant and no revision has been indicated; therefore, the initial report should be voided.

Event description:
Following total hip implantation, patient is experiencing thigh pain upon standing and during activity. Patient experienced a fall on the hip in the past year, however pain was present both before and after the fall. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.